Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer attempted to clear the alarm, and resume insulin delivery. Subsequently, the customer experienced a blood glucose (bg) level of 389 mg/dl and diabetic ketoacidosis and customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.